Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was discovered there was an issue within the bedside area despite a reboot of the plant. The rse confirmed the issue to be a bed-to-bed overview failure. After a reboot of the central station, the bed-to-bed overview was functional again. No further investigation or action is warranted at this time. Updated information finds this record to be not reportable. Alarms are occurring both on the other patients monitor and on the pic ix. Bed to bed overview at the intellivue patient monitor is a secondary alarm notification system and is not intended for primary notification of alarms, physiological data, or demographic data. The instructions for use (IFU) for pic ix c.03 contains updated labeling regarding caregroups and intended use.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6).

Event description:
It was reported there was a problem with intermittent alarms they were absent and solved by a reboot, but the problem returned shortly afterwards. It is unknown if the device was in use at time of event, and there was no adverse event reported.